Event description:
The pt called alleging that the meter would not power on. The pt did not experience any symptoms at the time of testing and contacted a physician for assistance and was advised by the receptionist to contact lifescan. The battery was replaced less than a year ago and was in good condition and the meter still would not power on. Customer service was unable to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.